Manufacturer narrative:
Investigation summary: 2pcs returned samples were reviewed, we found all non-patient ends are bent/broken and we found the obvious deformation showing on the interesting surface of the needle's broken point, which would be caused by external excessive force. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Pen needle product has 100% non-patient end inspection by visual system, and defect part will be rejected automatically. Clog test was conducted on 14pcs retention samples and all no needle clog found. DHR of lot 8002017 was reviewed and no qns were found. Manufacturer records were reviewed, no abnormalities were found. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. Root cause description: all non-patient ends are bent/broken and we found the obvious deformation showing on the interesting surface of needle's broken point. This would be caused by external excessive force. It would be caused by customer inserting pen needle into pen incorrectly. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 pen needles 31gx5mm 14 pack were found to be clogged before use.